Event description:
The tech indicated the brake will not disengage.

Manufacturer narrative:
The technician found the brake caster and brake/steer casters were defective. The technician replaced the casters to repair the bed.